Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was over 500 mg/dl. Customer reported insulin pump had motor error alarm and no delivery alarm. Customer declined troubleshooting for high blood glucose. The device will be returned device for analysis.